Event description:
The customer reported there was poor supply of air and water from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material inside the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found white foreign material adhered to the inner surface of the air/water nozzle. Component analysis found the material contained silicon. A review of the device history record found no deviations that could have caused or contributed to the foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, although the suggested event was not reproduced, a foreign material was found on the inner surface of the air/water nozzle, so it is presumed that this foreign material temporarily led to the insufficient air or water flow. As for the origin of the foreign material, as a result of the component analysis, it was found that it contained silicon so there is a possibility that it is derived from antifoaming agents such as dimethicone. However, it was confirmed by the customer that reprocessing was carried out according to the instruction manual and no abnormal points were found. It is presumed that drugs may have adhered during the procedure and dried/adhered due to some factors making it difficult to remove them during reprocessing. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (poor air/water supply) was not confirmed during testing, but the nozzle was clogged which resulted in reduced draining function. In addition, service found there was play in the angulation knob and angulation was insufficient due to elongation of the angle wires, the adhesive on the bending section cover was chipped, and switch one was scratched. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.